Manufacturer narrative:
Insulin pump received with a blank display due to moisture damage to the electronic and motor assembly. A cracked battery tube threads and scratched display window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report an alarm and a blood glucose of 244 mg/dl. The patient treated his blood glucose with a manual injection. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the patient that the insulin pump would be replaced. Nothing further was reported.